Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
A healthcare professional noted on ultrasound that a patient experienced ¿multiple ¿snowstorm¿ echogenic images and fluid between the 2 capsules, compatible with a rupture. Several 6 to 12 mm hyperechogenic lymph nodes are observed in the right axillary area indicating siliconoma¿ this relates to the right side. It is unclear whether the device has been explanted or not.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior edge assessed as unidentified (tear) opening.